Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient presented in clinic for a follow up. Upon interrogation an error message displayed informing the user the diagnostics were cleared due to invalid data. The device remained implanted. The patient will continue to be monitored.